Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reported filter mismatch caused the patient to appear discharged. The technical support specialist dialed into the server and checked the affected patient, which has been showing as ¿admitted¿. Ran the patient, which has been showing as ¿admitted¿. Then ran all device events report for the patient from (B)(6), and transactions were present on the report. Verified that the patient is not showing as discharged on the report. The customer confirmed that the issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was displaying as discharged on a report, but patient was already admitted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.